Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that three cortex screws broke at the screw head during insertion into the plate during an unspecified surgery on (B)(6) 2016. The surgery was not delayed and all broken fragments were removed from the patient. The surgery was successfully completed. This report is 1 of 3 for (B)(4).